Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b2, b5, d1, d3, d3, d6a, d6b, e1, g1, g2, h4, h6.

Event description:
Healthcare professional reported right side no complaint against the device. Device has been explanted.